Event description:
Trach cuff not holding air. Trach changed without incident to same site #9. Leak noted in cuff line - cause of leak undetermined. Trach that developed leak was placed 4/4/97. No previous problem trach. Pt stable.